Event description:
It was reported that customer had a car accident last year, (B)(6). Customer stated it was not due to lack of sleep and not because of high or low blood glucose. Customer sated that she fell asleep and hit a tree. Customer reported prior to accident she was having issues with high blood glucose and did not have enough sleep. Customer stated it was high due to her reservoir was running low of insulin and probably bad insertion spot. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.